Manufacturer narrative:
A ge service representative performed an on site investigation. The caster was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a caster that needed to be replaced. No patient injury was reported.